Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Follow-up # 1 for MDR # 2023826-2018-04169 was submitted in error. This information was meant for MDR # 2023826-2018-01469 for claim# (B)(4). This information will be resubmitted as follow-up #1 for MDR # 2023826-2018-01469. (B)(4).